Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a right ventricular (rv) lead revision due to an unknown reason. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a right ventricular (rv) lead revision due to an unknown reason. This lead remains in service. No additional adverse patient effects were reported. Additional information was obtained, indicating that the reason for the lead revision was due to lead dislodgement because of the patient's twiddler's syndrome. The lead was successfully repositioned with excellent electrical performance. There were no performance issues or additional adverse effects aside from the revision procedure.